Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro cutting tool was energized without the toggle switch being depressed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the tip of the metal part of the shaft. Charred tissue were observed on the jaw. The silicon insulation was observed to be intact. The heater wire was observed to be slightly flexed at the center and near the tip. No other visual defects were observed. An electrical evaluation was conducted. Pre-cautery testing was performed with a reference cable and reference power supply vh-3010 at level 2.5. As soon as the power supply was turned on, the hemopro self activated immediately. As per the instructions in the IFU, the toggle was moved away from the most proximal position but the device still remained activated. Only when power was cut off to the device, did the device turn off. The handle was opened and the internal components were evaluated. The switch was examined under microscopy. No residue or contamination was seen on the switch. The pre-cautery testing was repeated with the same results. Based on the return condition of the device, and the results of the investigation, the reported failure "self activation or keying" is confirmed as well as the analyzed failure "bent wire". Specific actions for the confirmed failure mode are being maintained and documented under maquet¿s corrective and preventative (CAPA) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro cutting tool was energized without the toggle switch being depressed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro cutting tool was energized without the toggle switch being depressed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.